Manufacturer narrative:
The reported event involving a syringe module(s) ¿it was reported from hematology/oncology that there were ail issues¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported from hematology/oncology that there were ail issues while using the "all" as a default on the vtbi setting.. The nurse felt that this was occurring with other infusions, but not as easy to see the air in the tubing.